Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (02/09/2014) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error 2 message. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up (1/30/2014)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay-user/reporter contacted lifescan (lfs) (B)(4), alleging that the onetouch verio meter is giving an error 2 message. The complaint was classified based on the customer care advocate (cca) documentation. Because the subject meter gave the error 2 message yesterday, he decided to take less insulin (novorapid 8 units). Reportedly, everything is good. The patient did not have any symptoms. There was no report of any required medical intervention due to the reported issue. The error 2 message was not resolved with training. The lfs product was replaced and requested back for investigation. This complaint is being reported due to the unresolved error 2 issue. There was no evidence of a serious injury associated with the reported incident.